Event description:
It was reported that the patient was going to have a lead replacement. It was unknown why the lead was being replaced. No further information was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).